Event description:
The bact 3d instrument is an instrument used with blood culture bottles to detect microbial growth. The technician using a bact pf bottle had false negative results. The technician unloaded a bottle recorded as negative bythe bact instrument which had a yellow sensor indicative of a positive bottle. However, the bottle was delayed an extended amount of time before the bottle was loaded into the bact instrument. A subculture was performed on the bottle and enterococcus spp. And staphylococcus coagulase grew on the agar plate. Biomerieux is not aware of any adverse treatment effects or delays to the pt as a result of the false negative result.